Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and blood was observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the hot jaw. Blood was observed on the handle of the harvesting tool. Shaft was seen bent at the center. Based on the returned condition of the device both the reported failure "bent wire" and the analyzed failure "bent shaft "was confirmed. Specific actions for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield heating coil on bottom harvesting tool came loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield heating coil on bottom harvesting tool came loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.